Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and performed to spec up to (B)(6) 2012. There is no evidence within the history of the device or during testing to indicate the device was switching itself on. Investigation did not confirm a fault with the device or any component in the device. The returned pad-pak from lot 603 was found not to have been fully depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.